Event description:
It was reported that when using the bd pyxis¿ medflex 1000 a drawer failed to open to issue the medication (oxycodone). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist remoted into the cabinet and discovered that none of the zones were enabled. After enabling the zones, the issue button populated, allowing the customer to proceed with the medication issue process successfully. The problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.